Event description:
It was reported that the screw broke during acl surgery. It was further reported that one part of the screw was left in the knee of the pt since it could not be removed. The other part of the screw was disposed of. Another screw was used to finish the case.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.